Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Cts walked the caller through a pump reset, and after the reset, the cgm error code did not reappear. Caller successfully started their sensor session.